Event description:
The homecare provider was notified by the pt's family that the pt was having difficulty breathing and the paramedics were called. The pt had lung cancer, was hospitalized for about 2 weeks and then expired in 2009. The exact date of the incident is not known. When the homecare provider retrieved the device from the pt's home and checked it out, the oxygen output was low. According to the provider, another source of oxygen was available in the pt's home. No other information is known at this time.

Manufacturer narrative:
The device was evaluated by the manufacturer and, results indicate the unit alarmed appropriately per specification for low oxygen concentration. Investigation determined the cause of the failure to be the solenoid valve assembly. The solenoid valve assembly was replaced, and the device was tested and performed to specification. Device labeling indicates oxygen generated by this concentrator is supplemental, and should not be considered life supporting or life sustaining. Where the prescribing healthcare professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use.